Event description:
It was reported that during a ptca procedure, the pressure dropped while the balloon was inflated the second time. At this point a dissection was noted. The pt went to surgey. Pt status is unk.